Manufacturer narrative:
The field service engineer inspected the module and found a damaged tubing in the rinse unit. The damaged tubing contaminated the cuvettes with the basic wash - sodium hydroxide detergent (naohd). The investigation determined that the event was due to a mechanical leakage/seal. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The initial result was reported outside of the laboratory. The doctor complained about the result which prompted the rerun of the patient sample. Sample a: the initial na result was 164 mmol/l. The repeat result was 140 mmol/l. The reporter was able to provide other examples of patient samples with discrepant results: sample (B)(6): the initial na result was 167 mmol/l. The repeat result was 144 mmol/l. The initial k result was 4.4 mmol/l. The repeat result was 5.08 mmol/l. Sample (B)(6): the initial k result was 4.6 mmol/l. The repeat result was 5.14 mmol/l. Sample (B)(6): the initial k result was 4.3 mmol/l. The repeat result was 4.83 mmol/l. Sample (B)(6): the initial k result was 3.5 mmol/l. The repeat result was 4.26 mmol/l. Sample (B)(6): the initial k result was 3.9 mmol/l. The repeat result was 4.45 mmol/l. Sample (B)(6): the initial k result was 4.0 mmol/l. The repeat result was 4.41 mmol/l. Sample (B)(6): the initial na result was 133 mmol/l. The repeat result was 148 mmol/l. Sample (B)(6): the initial k result was 3.9 mmol/l. The repeat result was 5.08 mmol/l. Sample (B)(6): the initial k result was 3.8 mmol/l. The repeat result was 4.92 mmol/l. Sample (B)(6): the initial k result was 5.3 mmol/l. The repeat result was 6.34 mmol/l. Sample (B)(6): the initial k result was 4.1 mmol/l. The repeat result was 4.55 mmol/l.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.